Manufacturer narrative:
The device has been returned, but the investigation has not yet been begun. Once the investigation has been completed a supplemental report will be submitted. This is the first implant of three, please see manufacturer numbers 3011649314-2019-00135 ((B)(6)) and 3011649314-2019-00136 ((B)(6)) for the second and third implant.

Event description:
It was reported that an inclusive tapered implant 3.7 mmd x 10 mml x 3.5 mmp that failed to osseointegrate after 4 months. There was bone loss around the implant site. There was no pain or implant site infection reported. The patient was bone grafted and will attempt to implant again in 2-3 months. The implant was placed into tooth # 18 on (B)(6) 2018 and was explanted on (B)(6) 2019. The implant site has type 1 or 2 dense mandibular bone quality. The patient has high cholesterol, hypertension and has a history of smoking. The patient is in periodontitis remission. There was no abnormality observed with the implant itself.

Manufacturer narrative:
The device was returned and evaluated. A visual inspection was performed on the returned device. The implant was returned, but not in the original package. The implant was verified to be an inclusive tapered implant 3.7 mm x 10 mm x 3.5 mm (70-1070-imp0006) using the radiographic template (gd-437-091015). The returned implant had no defect or non-conformity and the threads were intact. Bone debris was observed from the implant. A device history record (DHR) review showed no evidence that a product defect or non-conformity contributed to the reported issue. The device met all the criteria called for in the production router. "Failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. Smoking is known to inhibit local wound healing and may affect survival of implants. Smoking has a strong influence on the complication rates of implants. It causes significantly more marginal bone loss after implant placement, increased the incidence of peri-implantitis (deep mucosal pockets around dental implants, inflammation of the peri-implant mucosa, and increased resorption of peri-implant bone, and affects the success rates of bone grafts. IFU 3023579 rev 3.0 (inclusive dental implant system) states: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also states "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." This complaint will be kept on record for track and trending purposes.